Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 bisector did not cauterize. The per stated "during a normal routine use of the vasoview 7, the surgeon tried to connect the cable connector of the harvesting tool to the external power supply. However, no heat conduction was detected on the bisector tip during the procedure. Subsequently, the surgeon had replaced the connection cable between the cable connector and the external power supply, but the problem persisted. Despite the malfunction, the surgeon continued the procedure and had completed the operation successfully. The surgeon thinks that the harvesting tool might have a connection problem between the power and the bisector tip." The procedure was completed with this device by cutting the vessel without heatsealing the vessel (as per "per"). The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).